Manufacturer narrative:
Pump was received with self test failed alarm during self test and unable to communicated with bg meter due to faulty y1 on rf board.

Event description:
The customer's husband was reported via phone call that the insulin pump had failed during self-test. Customer¿s blood glucose level was 154 mg/dl. The device will be returned for analysis. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.